Manufacturer narrative:
The device is not available as we were unable to contact person making complaint. The catalog number and lot number were not provided on maude report. Since no further info could be obtained, this investigation will be closed. Should info become available in the future, the investigation will be reopened. See scanned pages.

Event description:
Report states that an infant was in cardiac arrest. Emergency medical technicans were called and the one way valve on the mask did not provide ventilations and the pt expired. No other info available.